Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017, etew1313c82e stent graft, implanted: (B)(6) 2015, etbf2516c145e stent graft, implanted: (B)(6) 2015, etew1010c82e stent graft, implanted: (B)(6)2015, etlw1610c124e stent graft, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial lead undersensing was noted during arrhythmia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.